Event description:
It was reported that the patients ipg has reached end of life. No device malfunction suspected. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was retained by the medical facility and will not be returned.